Manufacturer narrative:
The insulin pump was received with no button response due to flattened esc, act and down button dome switch. Device had cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported vis phone call that the act button on the insulin pump has to be pressed multiple times in order to get a response and all buttons are difficult to press. . Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.